Event description:
Some packaging is as if it had melted.

Manufacturer narrative:
(B)(4), follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lots 2310017, 2311125, and 2212081, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Retained samples of the reported lots were used for additional evaluation. The trays were inspected and were found to be visually damaged. Pressurized testing was performed, there was no holes or other damage within the trays, confirming the sterility is maintained. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, the damage observed was determined to be a visual defect. While we could not identify a direct issue, a project has been initiated to further review the sterilization process to verify if it may affect the visual appearance of the tray. We appreciate you taking the time to bring this observation to our attention and regret any inconveniences it may have caused. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Some packaging is as if it had melted.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. 2 additional batches reported: batch: 2310017. Batch creation date: 2023-09-26. Batch expiration date: 2028-09-30. Batch: 2311125. Batch creation date: 2023-11-20. Batch expiration date: 2028-10-31.